Manufacturer narrative:
This report is for an unknown plate/unknown lot. (B)(6). : without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: a plate and screw construct for the fixation of the proximal humerus was disengaged and had to be removed in an additional operation. It is unknown if the product is a depuy synthes product or not. The initial implant date is unknown. This report is for an unknown plate. This is report 1 of 2 for (B)(4).